Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage should not have been selected; should have been 'malfunction' rather than 'serious injury'.

Event description:
New information received indicated that the left ventricular lead could not be implanted due to the patient's anatomy being difficult. No issues were noted with the lead. Patient was stable throughout.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead was not implanted during procedure for unknown reason. Another lead was implanted.